Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the ramus artery with one xience v stent, the distal circumflex with one xience v stent, the first obtuse marginal with one xience v stent, the distal left anterior descending artery with one xience v stent, and in the mid right coronary artery with one xience v stent. On (B)(6) 2010 the patient was hospitalized with respiratory distress, cardiogenic shock and acute myocardial infarction. Treatment included intubation and an intra-aortic balloon pump. Since the patient was a poor surgical candidate, the patient's family opted to remove the ventilation support and the patient died on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device got stuck after the clip was deployed, the access ports were used in an attempt to release the device, but the safety release button was not used. The physician then pulled the device out from the patient's anatomy and applied 30 minutes of manual compression to achieve hemostasis. Duplex performed revealed no finding of bleeding. The physician reported afterwards that he had some resistance by splitting the sheath during the thumb advancer step. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found it was fully clip-deployed. Inspection of the device indicated the sheath was normally slit, the plunger was properly disengaged, and the locator wings were fully collapsed as designed; however, the clip was found caught at the locator, resulting in difficult device removal as reported. There were no abnormal observations detected that could prevent the clip from fully advancing to the arterial surface to close the vessel. Also, there was no indication that there might be resistance, as reported, during sheath splitting. Based on the investigation findings, the probable root cause for the clip being caught at the locator, resulting in difficulty of removing the device, could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.